Manufacturer narrative:
The device was returned due to noise. Electrodes 1-2 met specifications of acceptable resistance values with no open or short circuits detected. However, fluid was noted outside of the irrigation tubing but within the tygon tubing distal to the electrical connector. In addition, dried saline was noted within and around the redel connector, consistent with the reported noise. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the electrical connector.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.